Event description:
Reportedly, during a thoracic aortic aneurysm, the catheter tip becme looped and stuck in the right atrium. Intervention, which consisted of opening the right atrium and cutting the catheter at approximately 30 centimeters distal from the catheter tip, was performed to remove the catheter. No pt injuries were reported as a result of this incident.